Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy and that they have been having a lot of problems over the last week prior to date notified. Stimulation is not felt, and therapy was confirmed to be on. It was stated that the implantable neurostimulator (ins) may have moved, with the patient able to feel the ins poking when they lay on their side. The patient has also lost about 30 pounds over the past 3-4 months prior to date notified. Follow up with the healthcare provider (hcp) is to be conducted. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient. It was reported that the patient felt like the ins had flipped. The patient noted that they had noticed this 4 or 5 months before the report ((B)(6) 2016). The patient report that since then, they had lost even more weight and the issue of the ins sticking out was worse than it was before. The patient stated that it "felt weird" and that they could feel the ins more when moving around than when laying down. The patient planned on following up with their healthcare provider in april. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.